Event description:
It was reported via repair work order that the flat cams were damaged which attribute to the brakes not holding. Also, the head end and foot end brake adjusters were broken which caused the brakes to not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.